Event description:
It was reported that the device underdelivered: "delivered" volume was 50mls and actual delivered volume was 44mls. The error was 12% and the amount left in cassette was 6mls. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No obstructions, kinks or other workmanship defect were detected in the extension set. Functional test: the sample was set for accuracy testing to look for unusual function; the accuracy test failed. The root cause of the reported issue could not be determined, but the most probable root cause is that the reduction of the diameter caused an under delivery. Action(s) taken to mitigate the reported issue(s): production personnel was notified by the area supervisor on 22-oct-2018 as awareness of the failure mode reported by the customer.